Event description:
On (B)(6) 2013, it was reported that the vns patient was in the ICU due to being shot that day. The physician indicated that they have been unable to get the patient's blood pressure down from (B)(6) despite various medications and was questioning whether it could be due to the vns. She confirmed that the patient was not shot in the left chest, so the device was likely intact. The physician was asked for the patient's information, but she didn't have it since the details were in the ER at the time. Good faith attempts for further information from the physician, including the identity of the patient, were unsuccessful.

Manufacturer narrative:
.